Event description:
The coulter lh 750 analyzer generated false high hemoglobin (hgb) results on three patient samples without instrument generated flags. The samples generated an operator enabled h&h check failed error message and were re-tested on a different instrument and hgb results recovered lower. No erroneous results were reported out of the lab, and there was no affect to patient treatment.

Manufacturer narrative:
The specimens were collected in edta vacutainer tubes. A field service engineer (fse) was dispatched: he fse increased the rocker bed speed. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.